Manufacturer narrative:
(B)(4). Review of this MDR determined that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. The information as reported reasonably suggests a medication side effect. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving morphine sulfate 1mg/ml for a total dose of 0. 085mg/day via an implantable pump for non-malignant pain and chronic low back pain. It was reported that since the reintroduction of intrathecal morphine sulfate, the patient has had urinary retention. On (B)(6) 2017 the patient's dose was decreased by 15%. The previous dose was 0.1mg/day and was now 0.085mg/day. Event date was noted as (B)(6) 2017. No further complications were reported/anticipated.